Event description:
Blood transfusion (350cc) was started at 1850. Rn programmed IV pump (abbott plum a+ pump) to infuse blood at 100 cc/hr. The entire 350 cc's infused within one hr. Per the rn who found the blood infused, the pump setting was 350 cc/hr. There have been several instances over a six or seven month period, of IV medications infusing too rapidly while infusing via the abbott plum a+ pump. Some may have been user error, but this was not the case in all events. Because there are three options for the nurse to choose when programming the pump (rate, volume, duration), there is potential for error when programming the pump. It also appears that if all three programming options are used, the pump may/does recalculate the cc/hr. If only the rate and volume options are used, there does not seem to be a problem. Hosp has asked if the third option (duration) can be blocked or deleted to decrease the potential for error, but have been advised that this is not possible.